Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15199. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experiences overstimulation in her lower back around the ipg site while utilizing certain programs. The patient also experiences no stimulation while utilizing other programs. Diagnostic testing revealed low impedance readings on several lead contacts. X-rays are to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15199. Follow-up information indicated the patient alleges both leads migrated and wrapped around the ipg site. Surgical intervention was undertaken and the patient's scs system was explanted.